Manufacturer narrative:
(B)(4). Jaws. Additional information was requested and the following was obtained: was the jaws damaged, bent to where the jaws would not close and the device could not be removed from the trocar? Customer says, the jaws were not damaged. If the jaws were not damaged, what was the issue with the device to why the device could not be closed? That is the complaint. The applier went down, then jaws locked. Was the procedure altered due to the device not being able to be removed from the trocar? No. Was the post-op care changed due to the device issue? No. If so please explain. Was the first existing trocar removed with the device? Yes- enclosed with clip applier. Was a second device and trocar pulled to complete the procedure? Yes. The analysis results found that the el5ml device was received inserted through a 2cb5lt trocar; upon visual inspection it was noted that one of the jaws of the device was disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, the tip of the sleeve assembly of the trocar was noted to be fractured and broken. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, five conforming clips were fed and formed; finally the device locked out as intended. Please note that after readjusting the jaws, the trocar could be removed from the el5ml device. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, first device the jaws locked and could not be removed from trocar. Second device the clips came out sideways. Case completed with a different device. There were no patient consequences reported.